Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A pregnant (B)(6) customer increased her basal insulin from 1.0 to 1.5 units/hr between 17:00 to midnight. At midnight, she was sweating and unresponsive. Her partner tested her blood on the contour next link and the reading was 1.1mmol/l. He tried to give her glucogel but was unsuccessful. Paramedics were called and they administered glucogon IV. The patient became more responsive at 1:00. At 2:00, the patient was able to eat toast and drink some hot chocolate. The customer ultimately changed her basal insulin back to 1 unit/hr. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.